Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2013, inratio2 - 2.7, lab - 5.3. Patient self tester went to the emergency room on (B)(6) 2013 due to a concussion she sustained when she fell. Out of curiosity, she tested on her meter when she got home to see if the result on her meter correlated with the emergency room lab. Testing was performed about four hours apart.

Manufacturer narrative:
Investigation pending.